Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. D10: 42502806602, femur trabecular metal cruciate retaining (cr) standard porous, 65407533. 42522200510, articular surface fixed bearing ultracongruent (uc) right 10 mm height, 65202745. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient had a revision of the right knee due to tibial loosening about 3 years after the original procedure. Pain was reported. Attempts have been made, and no additional information has been provided.

Event description:
It was reported the patient underwent a knee procedure on an unknown date. Subsequently, the patient had a revision of the right knee due to unknown reasons. Only the tibial component was reported as revised. Attempts have been made, and no additional information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia. D10: catalog#: unk, unk femoral component, lot#: unk. Catalog#: unk, unk articular surface, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.